Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD implanted: (B)(6) 2010; 6947-65 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. Additionally, it was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.